Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file didn't find any other similar report with the involved product code/lot# combination.

Event description:
The user facility reported that locator was already kinked: when the angio-seal poly-foil pouch was opened, the tip of the locator was already kinked. The device was not used and replaced by another angio-seal device to continue the procedure. Hemostasis was successfully achieved by the second device. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient.